Manufacturer narrative:
Review of radiographic ap and lateral views show 2 level pedicle screw fixation l4, l5, s1 with posterolateral fusion. Imaging studies done on (B)(6) 2009 are inconclusive. Imaging studies done (B)(6) 2010 verify left s1 set screw has loosened and the rod pulled partially out.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the hex screws loosened over time from the rod and required a revision surgery to replace.